Manufacturer narrative:
(B)(4). The other xience v (1009540-12, 9012861) is being reported under a separate medwatch report number. Eval summary: there was no reported product deficiency. The reported angina, myocardial infarction (mi) and re-stenosis are listed in the instructions for use (IFU), as known adverse events. The xience stent was implanted in a re-stenosed mid right coronary artery (mrca). It should be noted that the IFU states "the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in pts with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm." It is unk if this contributed to the pt effects. Although a conclusive cause for the reported pt effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to mfg, design or labeling and the treatments appear to be related to the operational context of the procedure.

Event description:
It was reported via trial that approx 10 months post xience v stent implantation in a restenosed mid right coronary artery (mrca) and direct stenting to a de novo proximal circumflex artery (pcx), the pt experienced angina which resolved with medication. On (B)(6)2010, the pt was diagnosed with a non-st elevation myocardial infarction (nonstemi) and was taken to the catheter lab where 95% in-stent restenosis (isr) was found in the mrca and 90% ostial isr was found in the pcx. Cutting balloon procedure was performed. On (B)(6) 2010, the pt was discharged to home. Although requested, there was no additional info provided.